Event description:
It was reported by service report that the foot section will not stay locked in position. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Foot section release mechanism. The issue was resolved for the customer by replacing the slide off foot mattress.